Event description:
The customer reported that the lh750 hematology analyzer generated erroneous nrbc (nucleated red blood cell) results on one patient. The analyzer indicated there were no nrbcs in the patient sample and there were no flags generated for the presence of nrbcs. The test results were, however, accompanied by another instrument generated messages. The erroneous test results were reported outside the laboratory. The customer conducted a manual examination of the blood sample and noted a count of 10 nrbc per 100 wbc (white blood cells). The customer indicated that the nuclei of this patient's nrbcs appeared to be typically smaller than lymphocytes. The customer believed that the manual count was the correct observation. There were no reported changes to patient treatment associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. This MDR is for day 2 of 2. See MDR # 1061932-2011-00642 for day 1 of 2. An analysis of the raw data associated with this sample was conducted. Because the nrbc (nucleated red blood cell) flag is derived from features on both the wbc (white blood cell) histogram and the differential scatter plot, the analyzer evaluates those data in order for a flag to be generated by the software algorithm. In this case, there was no nrbc flag because the wbc histogram has no obvious feature to indicate the nrbc even though the differential scatter plot shows a certain number of events in the debris/ nrbc region. A field service engineer was not dispatched to the site as this appeared to be a sample-specific issue.